Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the lead revision reference MFR. Report: 1627487-2019-04053, reference MFR. Report: 1627487-2019-04054, the physician was unable to remove partial of the l2 lead from the epidural space. Reportedly, the patient was content with the partial l2 lead left in situ.